Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, a hero "patient was implanted with a hero graft on (B)(6) 2006. Per the implant form, the patient suffered from major bleeding that required a blood transfusion on (B)(6) 2006. Per the 6-month follow-up form, the patient was hospitalized for weeping syndrome and had arm drained in or on (B)(6) 2006. Per the 18 month follow-up form, the patient was hospitalized for a gi bleed after ir procedure on(B)(6) 2007. On this same form, the patient was documented to have 3 percutaneous thrombectomies and one open thrombectomy from (B)(6) 2007, with flow restored in all events. This form also documents patient death on (B)(6) 2007. Cause of death is currently unknown." Additional information is pending. This investigation is for (B)(6). The scope of the investigation will include both hero 1001 and 1002 components, but will be reported under hero 1001.

Manufacturer narrative:
According to the report, a hero "patient was implanted with a hero graft on (B)(4) 2006. Per the implant form, the patient suffered from major bleeding that required a blood transfusion on (B)(6) 2006. Per the 6-month follow-up form, the patient was hospitalized for weeping syndrome and had arm drained in or on (B)(6) 2006. Per the 18 month follow-up form, the patient was hospitalized for a gi bleed after ir procedure on (B)(6) 2007. On this same form, the patient was documented to have 3 percutaneous thrombectomies and one open thrombectomy from (B)(6) 2007, with flow restored in all events. This form also documents patient death on (B)(6) 2007. Cause of death is currently unknown." Additional information is pending. This investigation is for patient (B)(6). The scope of the investigation will include both hero 1001 and 1002 components, but will be reported under hero 1001. On (B)(6) 2015 the death summary was forwarded by the rep. On (B)(6) 2015 an email was sent by the rep stating that the lot number for the hero graft could not be located and only the catalog number was recorded at the time of implant. On (B)(6) 2015 the research coordinator forwarded operative notes relating to the weeping syndrome noted on the 6 month follow-up case report form (crf), as well as operative notes relating to the four thrombectomies referenced in the 18 month follow-up crf. There is no other documentation for the "major bleeding event" noted on the implant crf. The patient had a hero graft implanted on (B)(6) 2006. According to the op notes after implantation the patient was extubated and transferred to pacu (post anesthesia care unit) in stable condition. The implant information crf lists an adverse event of major bleeding requiring blood transfusions of (B)(6) 2006, however, no further information could be found relating to this event. On (B)(6) 2006 the patient experienced weeping syndrome and was hospitalized having her arm drained in the or. An incision and drainage of the right upper arm was done in which gelatinous material consistent with graft ultrafiltration syndrome, "weeping syndrome," was removed. The wound was irrigated and a wound vac was placed. The graft was still patent and the patient recovered from anesthesia without difficulty. The patient had three percutaneous thrombectomies after which flow was restored on (B)(6) 2007. On (B)(6) 2007 a pullback thrombectomy was performed from the arterial anastomosis. The patient tolerated the procedure well and flow was restored. On 2007 a suction thrombectomy and a pullback thrombectomy with two passes were performed. The procedure was a successful mechanical and chemical thrombolysis of the right upper extremity graft catheter. On (B)(6) 2007 a pullback thrombectomy was performed with successful restoration of function to the patient's polytetrafluoroethylene (ptfe) graft catheter. On (B)(6) 2007 an open thrombectomy was done, resulting in successful restoration of function to the patient's ptfe graft catheter. The surgeon noted that the catheter portion of the graft catheter appeared to be too long and was abutting the inferior wall of the right atrium and that this is likely the reason for recurrent thrombosis. After receiving heparin and tpa (tissue plasminogen activator) for the clotted right upper extremity graft on (B)(6) 2007, the patient had an upper gi bleed. The patient was admitted to the ICU. An egd (esophagogastroduodenoscopy) resulted in banding of variceal bleed. Attempts at extubating the patient were unsuccessful; she continued to have inappropriate cough reflex and was not waking up appropriately. She continued to be hypotensive requiring levophed as well as vasopressin. Although her newly patent right upper extremity graft supported hemodialysis for a while it again became clotted. Vascular surgery was not able to offer any new solutions for dialysis access. Due to the patient's continued deterioration, lack of dialysis, continued need for pressors, and sepsis, on (B)(6) 2007 the family decided to withdraw care. The patient was extubated and developed pulmonary insufficiency and passed away on (B)(6) 2007. A review of manufacturing records was not requested as lot number for the hero device is unknown. A query for potential lot numbers could not be performed because the original implanted hero was prior to cryolife's acquisition of hemosphere. The patient's medical history includes, hypertension, end stage liver disease (secondary to (B)(6) and alcohol), esophageal varices, and end stage renal disease. The hero registry implant form documents major bleeding requiring transfusion during the hero graft implant period. The provided operative notes did not give details on the major bleeding, particularly the source of the bleeding. The patient had a history of esophageal varices, which are known to carry a significant risk of heavy bleeding, but as previously stated, the source of the bleeding is unknown. However, the hero graft instructions for use (IFU) lists bleeding as a potential intra-operative and post-operative complication. The relationship between the hero graft and the documented bleeding cannot be determined without additional information. On (B)(6) 2006 the patient was hospitalized for a weeping hero graft which required arm drainage in the operating room; she presented with progressive swelling in the area of the arterial anastomosis with some weeping drainage. The surgery revealed a large gelatinous mass which is consistent with coagulated plasma/serum, similar to what may be seen in a seroma. Seromas have been reported with both dacron and polytetrafluoroethylene (ptfe) grafts, most commonly when they are placed in subcutaneous locations and are sometimes referred to as a weeping graft. Seromas are listed on the hero graft IFU as potential vascular graft and catheter complications. The patient's poor overall medical condition, specifically liver disease, may have contributed to delayed graft incorporation. The relationship between the hero graft and the weeping cannot be determined given the patient's complex medical history. Between (B)(6) 2007 the patient required three percutaneous thrombectomies and one open thrombectomy to restore flow to the occluded hero graft ((B)(6) 2007). Partial stenosis or full occlusion of prosthesis or vasculature is listed as a potential complication in the IFU. Hypercoagulability states or inadequately maintained anticoagulation therapy could contribute to an increased risk of thrombosis. Precautions regarding inadequate anticoagulation are provided in the IFU. Intervention notes for the june and august procedures noted that, "the catheter portion of the graft catheter appears to be too long and is abutting the inferior wall of the right atrium. This is likely the reason for recurrent thrombosis." According to the intervention notes the source of the occlusions was the placement of the venous outflow component (voc); the IFU instructs the voc to be placed in the mid to upper right atrium and in this case the voc was up against the inferior wall of the right atrium. It is unclear if there was an intervention planned to revise the voc before the patient passed away a week later. In 2007 the patient was hospitalized "for brisk upper gi bleed after receiving heparin and tpa for clotted right upper extremity graft." The patient had also been recently hospitalized for a "stomach infection" which was presumed to be "sbp" (spontaneous bacterial peritonitis). The bleed was treated with banding of the variceal bleed. The patient was also treated with ciprofloxacin outside the hospital for presumably sbp. However, a diagnostic tap did not show evidence of sbp. New cultures were drawn without any growth but her white count began to increase so vancomycin, ciprofloxacin, and aztreonam were administered. The upper gi bleed was likely related to the administration of heparin and tpa in a setting of liver disease with esophageal varices. The patient's infection and subsequent sepsis was likely a nosocomial infection secondary to artificial ventilation and was not likely related to the hero graft. The patient's graft clotted and without any new solutions for dialysis, the patient went without dialysis for 5 days and continued to require pressors. The patient continued to be septic, potentially from ventilator associated pneumonia and the family decided to withdraw care. The patient passed away on (B)(6) 2007 from pulmonary insufficiency. Sepsis and death are known complications which are listed in the IFU; however, this patient had multiple co-morbidities which likely significantly contributed to her overall medical condition and ultimate death. The root cause of the post implant bleeding and weeping syndrome are unknown. The documented cause of the repeated thrombosis events was the length of the voc, which was abutting the wall of the right atrium. The cause of the gi bleed was most likely related to the heparin and tpa administration during the ir procedure. The infection and subsequent sepsis were likely secondary to ventilator acquired pneumonia. An official cause of death after extubation was pulmonary insufficiency, unrelated to the hero graft.

Event description:
According to the report, a hero "patient was implanted with a hero graft on (B)(6) 2006. Per the implant form, the patient suffered from major bleeding that required a blood transfusion on (B)(6) 2006. Per the 6-month follow-up form, the patient was hospitalized for weeping syndrome and had arm drained in or on (B)(6) 2006. Per the 18 month follow-up form, the patient was hospitalized for a gi bleed after ir procedure on (B)(6) 2007. On this same form, the patient was documented to have 3 percutaneous thrombectomies and one open thrombectomy from (B)(4) 2007, with flow restored in all events. This form also documents patient death on (B)(6) 2007. Cause of death is currently unknown." Additional information is pending. This investigation is for patient (B)(6). The scope of the investigation will include both hero 1001 and 1002 components, but will be reported under hero 1001.